Event description:
Caller reported a cartridge alarm with consecutive cartridges, which was confirmed by technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a new replacement pump, instructing the caller to return the problematic pump within 10 days, and advised on the necessary steps upon receiving the replacement. The customer was set to use a backup insulin pump to ensure uninterrupted insulin delivery.